Event description:
It was reported that pacing impedance measurements for this right ventricular (rv) lead varied from the 500 ohms range to intermittent high out of range measurements greater than 2,000 ohms. Technical services (ts) discussed potential causes and troubleshooting options. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).